Event description:
This is a material complaint concerning 48 x 48 in wrappers used to wrap sterile instrument sets. The or has brought it to rptr's attention that the wrappers being used are found to tear very easily. This renders the sterile items unsterile and endangers the pt. Normally, user received another co's wrappers with this stock number and the user feels these are of a much better quality.